Manufacturer narrative:
The insulin pump had loose/protruded drive support disk, minor scratched display window and cracked reservoir tube lip. The insulin pump was received with black shadow on the display due to warped/uneven connector on the lcd board. The insulin pump alarmed prime during basic occlusion test due to loose/protruded drive support disk. The insulin pump passed idle current test, run current test, displacement test and rewind test. We were unable to perform self-test, off no power test, error test, occlusion test, prime test and excessive no delivery test due to prime alarm.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of a compromised force sensor system alarm and loose drive support cap from the insulin pump. The customer's blood glucose reading was 200 mg/dl. The customer stated that the pump alarmed during a set change. The customer was advised to check if the drive support cap is protruded, loose, sticking out or flush. The customer reported the drive support cap to appear protruded. The customer was advised to discontinue use of the device and revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump.